Event description:
It was reported that during the implant of the right ventricular lead the threshold was high and the helix looked "stretched." The lead was explanted and replaced. The implanter then implanted the right atrial lead and received high threshold numbers so the lead was "pushed." The patients blood pressure then decreased and the patient expired. The cause of death was found to be tamponade, the cause of the tamponade is unknown and an autopsy was not performed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.